Manufacturer narrative:
(B)(4). The registered nurse stated that the patient had been connected to the patient line during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv or cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, the registered nurse (rn) stated that the home patient (hp) had been connected to the patient line during priming. The technical service representative (tsr) reviewed proper procedures with the rn and advised the rn to restart therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.